Event description:
Mesh erosion/exposure after davinci assisted laparoscopic sacrocolpopexy using acell (pig mesh) in (B)(6) 2013; remains unresolved despite conservative treatment and multiple office excisions of exposed mesh; unable to have intercourse for over a year now; continue to have prolapse despite mesh (i.e. Failure to treat the problem).